Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, balloon deflation difficulties were encountered.the target lesion was located in the circumflex artery. During the procedure, the physician noted that the apex otw 20mm x 2.00mm balloon inflate and deflate time was slower than normal. The balloon completely deflated, however the physician stated it took longer then it normally does. The procedure was completed with this device. There were no reported patient complications and the patient's status is fine.additional information has been requested and is not available

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).